Manufacturer narrative:
E2: health professional?: was mistakenly marked no, as the occupation of the initial reporter is currently unknown.

Event description:
The customer reported to olympus, the video system center had an issue where the image could not be seen at all, even after verifying all the cables and connections were correct. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of evaluation and the legal manufacturer's final investigation.   New information added to the following fields: h3, h4 and h6. Correction on fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was not confirmed.  Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.